Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws would not unclamp on the sureform 45 stapler. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis found the primary failure of lodged component to be related to the customer reported complaint. The instrument was found to have a lodged staple in the I-beam assembly. Logs show a failure in initialization. The instrument was placed on a in house system and passed initialization. The I-beam assembly was extended, and a staple was found to be lodged inside. The instrument was found to have repeated clamping failures within a single install based on log review. The instrument was functionally tested on an in-house system and achieved adequate compression on a test foam with a color reload installed. The instrument was found to fail during initialization based on log review. The staples were removed, and the instrument was reinstalled on the in-house system. It passed the initialization, recognition and engagement tests on 3 of 3 attempts. Root cause is attributed to component susceptibility to damage.